Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received unexpected power loss alarm. The customer¿s blood glucose level was unknown. The customer did not receive a low battery alert prior to the low battery alert. Customer stated the battery cap is not loose, cracked or damaged. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised to revert to healthcare professional plan until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No battery alert noted during testing.